Event description:
Operator of model 3100a reported that after starting patient treatment, the displayed mean airway and amplitude pressure were "drifting". The patient was placed on another 3100a without compromise.